Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to unknown reasons. Patient was further revised on (B)(6) 2011 due to personal injuries. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to unknown reasons. Patient was further revised on (B)(6) 2011 due to personal injuries. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Date of event - revised in 2009 due to infection. Date explanted - explanted in 2009.

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to unknown reasons. Patient was further revised on (B)(6) 2011 due to personal injuries. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient previously had a revision due to infection in 2009 where components were removed. Operative report further noted the revision on (B)(6) 2011 was to reimplant the patient. Additionally, significant amount of scarring and leg length discrepancy was noted.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same person (reference 1825034-2012-02041 & 02105).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same person(reference 1825034-2012-02041 & 02105).